Event description:
Reference number (B)(4). Event occurred in germany on 06-july-2024, it was reported by the patient that a lot of redness from the infusion sites on his abdomen. Patient is taken antibiotics to treat the inflammation. No further information was available.